Event description:
The facility reported a flo-gard pump with an occlusion error but no actual occlusions were present. The reported condition occurred during programming/setup in the pharmacy area. There was no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "occlusion alarm-false". (B)(4).

Manufacturer narrative:
The reported condition of occlusion error but no actual occlusions were present was confirmed due to pervasive fluid intrusion in pump head assembly causing the downstream occlusion sensor to stick intermittently. This device will be returned unrepaired, due to estimate refusal by the customer. Should additional information becomes available, a follow up medwatch will be submitted. (B)(4)